Manufacturer narrative:
A1-a4: patient information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that three centrimag motors had an s3 error code. Related manufacturer reference number: 3003306248-2024-02789 (1st motor). Related manufacturer reference number: 3003306248-2024-02790 (2nd motor). Related manufacturer reference number: 3003306248-2024-02791 (3rd motor).

Manufacturer narrative:
Section h5 and h8: corrected manufacturer's investigation conclusion: the reported event of an s3 alarm was unable to be confirmed. The centrimag 2nd generation primary console (serial number unknown) was not returned for analysis. No log files, photos, or additional documents were submitted for review. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the centrimag console being unknown. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.